Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent nocturnal low glucose at values 65 mg/dl while using the ilet, with repeated treatments for hypoglycemia and subsequent hyperglycemia at 238 mg/dl after overtreatment, in the context of increased physical activity and unannounced nighttime snacks; the event involved user operation and interaction with the device interface and included use of oral glucose for treatment. Symptoms included hypoglycemia and shaking or tremors, followed by hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to unannounced snacks and overtreatment of lows, and an issue associated with user interaction with the device interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.